Manufacturer narrative:
H3 product analysis: as found condition (condition of returned device): the echelon-10 microcatheter was returned for analysis within a shipping box and inside of a sealed plastic biohazard pouch. No implant coil was returned. Damage location details: no damage or irregularities were found with the echelon-10 hub. No damage was found with the catheter body, marker bands, and/or the distal tip. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length (measured to the proximal marker °band) was measured to be ~152.4cm, and the usable length (measured to the proximal marker band) was measured to be ~144.3cm, which is within specification (specification: total (ref) = 152cm, usable: 144.0cm ± 1.5cm). The echelon-10 microcatheter hub was flushed, and water was able to exit the distal tip. Next, a concerto device was hydrated, then advanced and retracted a few times through the catheter body. No resistance was encountered. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿catheter resistance during device delivery¿ was unable to be confirmed; however, the event could not be ruled out. The echelon-10 was returned in good condition. During testing, no resistance was able to be reproduced within the catheter distal segment, while advancing, and retracting the in-house coil; therefore, the cause of the resistance was unable to be determined. A few possible causes of ¿catheter resistance¿ are but not limited to flush rate too low, device damage, and/or insufficient guidewire or delivery system hydration. Both the coil and the guidewire used in the procedure were not returned; therefore, any contribution the devices had towards the resistance was unable to be assessed. Both the synchro 14 guidewire and axium prime coil were both found to be compatible with the echelon-10 microcatheter. It was noted that the patient's vessel tortuosity was normal. The reported device and any accessory devices were prepared, and the cat heter was flushed, as indicated in the instructions for use (IFU); in addition, a continuous saline flush was administered and maintained as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the lesion characteristics were anterior communicating artery, approximately 3 mm, ruptured aneurysm. The cause of the resistance was not determined. The coil came out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage to the coil or catheter observed after removal.

Manufacturer narrative:
Continuation of d10: axium prime bare coil, product ID apb-3-6-3d-es (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the echelon 10 45° pre-shaped tip microcatheter was in place and ready to deliver the axium prime bare (apb) coil, resistance was encountered and it was found that the coil was stuck at the distal end of the microcatheter and could not be pushed. When the coil was withdrawn outside the body, there was also resistance. The echelon microcatheter was replaced with a non-medtronic microcatheter which successfully delivered apb coil, and the subsequent coils were filled in to complete the surgery. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery for treatment of a ruptured anterior communicating artery aneurysm. It was noted the patient's vessel tortuosity was normal. Femoral artery access vessel diameter was 10 mm. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Ancillary devices included 8f guilding guide catheter and synchro 14 guidewire.